Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced cracked tubing on v2. As of (B)(6) 2011, no further related issues occurred as seen in the service notes. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that they are having a leak from the hydro assembly in synchron lx I 725 clinical system. The customer stated the leak was coming from the right side of the hydro and could be a wash concentrate or wash solution. Customer was not able to further isolate the source of the leak. No injury has been reported in connection with this event.